Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using prostyle devices after a diagnostic angiogram procedure with a 6f sheath. Reportedly, resistance was felt during advancement, causing the sheath to bend and the guide to break but not fully separate. This occurred with two prostyle devices in a row. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the patient was obese and there was difficulty inserting the device. The patient body mass then likely led to the break and the sheath bend. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.